Event description:
It was reported that the customer's blood glucose was 514 mg/dl. She stated she had been feeling very sick for several hours. Later, the customer stated she took her blood glucose at lunch and it was 42 mg/dl at that time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.